Manufacturer narrative:
Evaluation summary: the products were not returned for evaluation. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. No additional information is expected. (B)(4).

Event description:
An ophthalmic surgeon reported one year following intraocular lens (iol) implant surgery, she has many patients with glistenings. No specific patient was reported. No additional information is expected.